Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the worn-out lock latch on the video connector was causing loss of image, when the scope end connector was wiggled it did not hold scope connector properly. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that due to worn out lock latch on video connector led to the malfunction resulting in the following malfunction: does not hold scope connector properly olympus will continue to monitor field performance for this device.